Event description:
It was reported that the customer was having issues with not getting the reservoirs to connect to the insulin vial. Customer wasted 4 reservoirs. Customer felt the insulin pump was not delivering properly. It was stated that the customer experienced high blood glucose of 19.6 mmol/l; treated with a manual injection. Customer experienced vomiting and urination. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. High pressure test not performed. No error alarms found in the history and bolus history is accurate. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.